Manufacturer narrative:
(B)(4). The reported complaint indicated that partial reperfusion was achieved and that the patient still had a large mca infarct and mass effect a day after the procedure. Per the "potential adverse events" listed in the instructions for use, the inability to completely remove thrombus and emboli are possible complications related to revascularization procedures using the penumbra system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00701. The hospital disposed of the rest of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max) and a penumbra system ace 64 hi-flow kit. During the procedure, the physician used the 3max and the penumbra system ace 64 reperfusion catheter (ace 64) for the initial pass to remove thrombus. During the second pass, the 3max became lodged into clot and was stuck in the internal carotid artery (ica). The physician then attempted to remove both the 3max and ace 64. However, the 3max was so lodged that its tip broke off completely. It was also reported that the ace 64 snapped in half approximately fifteen centimeters from the distal tip but was successfully snared out. However, after several failed attempts to snare the tip of the 3max out, the physician decided to leave the tip of the 3max in the patient and stop the procedure. The physician believed that continuing the procedure could cause more harm than good. Partial reperfusion was achieved but the patient still had clot remaining in the vessel. As of (B)(6) 2017, the patient still had a large mca infarct and mass effect. The mass effect was caused by not being able to successfully remove the thrombus in the mca.